Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not power on when the lid is opened. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device does not power on when the lid is opened. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device was sent to the local stryker facility, and the issue was verified. The customer was sent a replacement device. The original device was returned to the stryker product assessment center (pac) for evaluation. The reported issue was again verified. The root cause of the issues is isolated to the reed switch sw5. The device was archived by stryker.